Event description:
The customer reported that during a case, the system displayed a communication error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The camera was replaced and the iris and the resolution were adjusted. The system was tested and found to be working as intended ant put back into service.